Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the asceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.

Event description:
A bausch & lomb physician received a report from a corneal specialist where a female pt experienced fusarium keratitis while using renu multiplus multi-purpose solution. The pt was initially seen by a physician who diagnosed her with a central corneal ulcer, no treatment was provided. The patient was subsequently referred to another physician who confirmed that the ulcer was within the central 4 mm of the cornea. The patient was then referred to the reporting physician, a corneal specialist. In 2006, the cornea cultured positive for fusarium. The patient was treated with voriconazole and natamycin. She had an appointment two weeks later. She was not responding well to treatment. A corneal graft was performed thirteen days later. The centers for disease control and prevention was possibly notified.